Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 10/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime due to non-zero low force. The caps were not returned with the pump and test caps were used in the evaluation. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The pump casing was opened and no defects were found with the force sensor assembly. The reported prime issue was verified in the black box but not duplicate during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, loss of prime alerts occurred with multiple cartridges from different boxes. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.